Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair surgery after the t1 was deployed the t2 deployed prematurely. The ts were removed from the patient's anatomy and a smith and nephew back-up device was available to complete the surgery. No significant delay or other complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: read these instructions completely prior to use. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. A visual inspection revealed that the suture and anchors are not with the device, the actuator has been deployed twice as the push assembly is set to push t1 anchor. The depth gauges has not been moved from manufactured specification. No debris on device a functional evaluation revealed that the depth gauge moves freely. The deployment knob deployed as expected. Could not test deployment of anchors as they are not in device or with. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.